Event description:
It was reported, the patient missed his pump refill appointment and experienced more intense pain, excessive drowsiness and excessive sweating. The severity was mild. Upon interrogating the pump there was an alert that an empty reservoir alarm occurred. The patient's pain was controlled. The pump was refilled; no changes were made to the concentration or dose. The outcome was resolved without sequelae. The pump was delivering dilaudid bupivacaine and baclofen. (See related pe's)

Event description:
It was reported that the patient had experienced withdrawal symptoms. The pump was infusing compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2011 (B)(4), product type catheter. (B)(4).